Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed failed battery test and no delivery. The customer had issues with the buttons. The motor was making grinding noises. Customer's blood glucose level was not reported. The device was not returned.